Event description:
Three pt samples with discrepant results compared to repeat testing performed using a different methodology. Pt 1. Initial calcium gave 7.5 mg/dl; repeat gave 8.6 mg/dl. Pt 2. Initial calcium gave 7.5 mg/dl; repeat gave 8.5 mg/dl. Pt 3. Initial phosphorous gave 10.1 mg/dl; repeat gave 3.3 mg/dl. Erroneous results were not reported. The field service rep was unable to determine a cause for the discrepancies.